Manufacturer narrative:
It was reported that a patient had expired and that the customer was requesting that the device be checked out by an fse. The customer claimed that the patient had preexisting conditions and that the patient's condition was ¿not good¿ and the patient declined quickly. The device's nibp was reportedly working intermittently and etco2 reportedly stopped working completely during the case. The customer claimed that a backup (transport) monitor was put into use when issues with the philips device were encountered. Fse evaluation of the philips device found that the wpu/cart was not communicating with the dcu/display and spo2/ECG modules, which is different from the customer reported issue. This type of communication issue would render the device inoperable. To resolve the communication issue, the wpu/cart¿s radio was replaced. The fse also found that the device¿s batteries were 7 years old and needed to be replaced. Replacement of the device¿s batteries should be done by the customer yearly as part of maintenance of the device. The customer reported nibp and etco2 problems were not duplicated during fse evaluation. The customer did not respond to philips¿ multiple requests for additional information about the reported patient event. Therefore, no conclusion can be made as to whether the reported issues encountered with the philips device caused or contributed to the reported patient event.

Event description:
Philips account manager contacted philips marketing on behalf of the customer and reported that a patient had expired at this customer site and that the customer was requesting that the device be checked out by an fse. The customer claimed that the patient had preexisting conditions and that the patient's condition was ¿not good¿ and the patient declined quickly. The device's nibp was reportedly working intermittently and etco2 reportedly stopped working completely during the case. The customer claimed that a backup (transport) monitor was put into use when these issues were discovered. The device was being used for patient monitoring when the incident occurred and the patient reportedly expired.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Philips account manager contacted philips marketing on behalf of the customer and reported that a patient had expired. The customer was requesting that the device be checked out by an fse. The customer claimed that the patient had preexisting conditions and that the patient's condition was not good and the patient declined quickly. The device's nibp was reportedly working intermittently and the etco2 stopped working completely during the case. The customer claimed that a backup (transport) monitor was put into use. The device was being used for patient monitoring when the incident occurred and the patient expired.